Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical stenosis and underwent 2 level anterior cervical discectomy and fusion (acdf) surgery at c5-7 levels. During surgery, the screw snapped into 2 pieces. The product came in contact with the patient. No fragment of the screw remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately one and a half thread down from the base of the bone screw head. Microscopic examination of the head and threaded shaft of the screw did not identify a pre-existing surface defect near the area of damage. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.